Event description:
On (B)(6) 2009 I had essure placement done, performed in the office by my ob/gyn. When I went back for my test (hysterosalpingogram) to make sure my tubes were fully occluded, it was determined that one of the coils had migrated out of my fallopian tube and had embedded in my uterus. My doctor said it wasn't a problem to leave the coil in my uterus, and we set a date to redo the fallopian tube that was missing the coil. I went back I believe in (B)(6) 2010 and had the second coil replaced. When I went back for my 2nd hysterosalpingogram, both tubes were fully occluded. Beginning in the spring of 2010 and continuing for more than a year, I had intermittent pain and cramping on my left side. Some days it was so painful, I was bedridden and had to take painkillers. The pain was debilitating and left me unable to properly care for my 3 children. Over the summer 2011, I had surgery and signed off on 5+ different procedures prior to going under anesthesia. I signed off on tubal ligation operation room hysterectomy operation cyst removal operation room ovary removal operation room fallopian tube removal etc. I ended up having my left fallopian tube and left ovary removed. My doctor stated that the blood vessels and capillaries in that area were enlarged and varicose, the diameter of pencils and larger. Since then, I have experienced more pain. I am currently on birth control hormonal medication to suppress ovulation and send my ovaries into hibernation. I take the pill all month long to avoid having a monthly period. I have gained weight due to being on the pill. I continue to have pain and discomfort due to the essure.